Event description:
Report received of a pump losing power and when powered back on, the pump had changed settings. The customer contact reported that the pt was being treated with IV heparin for a right lower leg deep vein thrombosis. The heparin for a right lower leg deep vein thrombosis. The heparin 50units/ml was infusing at 20ml/hour (1000units/hour). According to the customer contact, the pump was left unplugged and reportedly shut off. It was not known if the pump alarmed prior to shutting off or how long the pump was off before being discovered. The customer contact reported that a certified nurse aide (cna) found the pump with the screen blank and plugged the pump back into the wall outlet. The cna did not notice what rate the pump was infusing at when the pump was plugged back in. The rn found the pump approximately 2 hours later, infusing at 100ml/hour. The infusion was stopped and the patient's ptt level was checked and reported to be greater than 250 seconds. The heparin infusion was reportedly left off for 12 hours and then resumed at 20ml/hour. There was no reported adverse event to the pt and no episodes of bleeding. No medical interventions were needed. Though requested, there was no further information available.